Manufacturer narrative:
Based on the provided information, the device was evaluated by a third party distributor. It was reported there were many white dots displayed on the crt (cathode ray tube) scope module and the compressor's display (power supply led) characters were not correct. These two parts along with the spc board and the qd7 connectors were replaced, resolving the reported issues. The inside of spc connector appeared charred but was not melted due to diluent exposure. There were no sparks, arcs, flames, smoke or burn smell observed. The cause of the leak is attributed to the quick disconnect qd7; the electronic parts were replaced due to exposure to the leak. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported a diluent fluid leak of approximately 10ml from quick disconnect, qd7 on a coulter lh 750 hematology analyzer. The leak dripped onto and shorted out the connector for the system power controller (spc) board. The instrument had been recently installed and had not yet been used to process patient samples at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.